Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that therapy stopped due to a power on reset (por). They were attempting to change groups when they saw the por. This was not related to an overdischarge event. The patient was seen by a manufacturer representative (rep) in (B)(6) 2016 and was told that the system was fine. The patient had already cleared the por at the time of the report. They had shocking in their head different from their norm. This was considered sudden. The patient changed to a new group and the shocking went away. They wanted to have a rep meet them at their health care professional (hcp)'s office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.